Event description:
PICC red port clotted, the nurse used retavase twice per the protocol. These attempts were unsuccessful and no blood was returned. The physician was notified. Interventional radiology reinserted the PICC line.no harm to patient.